Manufacturer narrative:
Expiration date: n/a.

Event description:
Device evaluation was performed on the returned devices and found that the shaft was completely separated from the hub due to excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft.